Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals on both channels. The device showed oversensing and pacing inhibition with asystole for two seconds. The device remains in service. No adverse patient effects were reported. Additional information was obtained, xrays were performed and nothing abnormal was noted. Patient will continue to be monitor.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise signals on both channels. The device showed oversensing and pacing inhibition with asystole over two seconds. The device remains in service. No adverse patient effects were reported.